Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a5, b5, d6b, h6

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. Device has been explanted.

Event description:
Healthcare professional reported right side presence of homogeneous retroglandular breast implants with contractures diagnosed via ultrasound. Slight edema in the contour, bulging appearance, more defined peripheral enhancement in the medium contrast. Edema in the contours predominant in the lower posterior region where irregular implant projection is observed, hyperintense area in t2, stri, loss of signal in t2, silicone saturation, more defined periphery and general enhancement of the contrast medium diagnosed via MRI. Healthcare professional later reported right side capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.3b, h6. Photo analysis: visual analysis of the photographs identified: edema: unable to observe since it is not related to the device. Wrinkling skin: unable to observe since it is not related to the device. Device wrinkling: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Gender field has been removed from medwatch form 3500. Previous entry made to this field has been removed.

Event description:
Healthcare professional reported right side presence of homogeneous retroglandular breast implants with contractures diagnosed via ultrasound. Slight edema in the contour, bulging appearance, more defined peripheral enhancement in the medium contrast. Edema in the contours predominant in the lower posterior region where irregular implant projection is observed, hyperintense area in t2, stri, loss of signal in t2, silicone saturation, more defined periphery and general enhancement of the contrast medium diagnosed via MRI. Device remains implanted.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade unknown.